Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced for an unknown reason. The following day it was noted that cardiac compass has invalid data. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.